Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the single-port one axis manipulator (soam) control board b; however, the issue persisted. The fse replaced the small form-factor pluggable (sfp) of soam c with the sfp of soam b and the issue was resolved. The system was tested and verified as ready for use. The sfp of soam c is a field scrap item and will not be returned to isi for further investigation. Intuitive surgical, inc. (Isi) did receive the single-port one axis manipulator (soam) control board b to perform failure analysis. The soam b was analyzed. Logs show the 319 error which indicates a non-recoverable fault from soam c to downstream confirming the fault occurred in the field. Upon visual inspection soam was missing a small form-factor pluggable (sfp), replicating the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the sfp of soam c in the patient side cart.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a non-recoverable fault 319 occurred on the patient side cart (psc). Troubleshooting began with a power cycle of the system, but the fault persisted even after a hard power cycle. The procedure was converted to laparoscopic, and event logs were reviewed onsite. It was found that non-recoverable fault 319 was reported from soam c to downstream. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no additional ports placed due to the conversion to traditional laparoscopic surgery. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single-port one axis manipulator controller board (soam) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the soam to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.